Event description:
Noise was observed on the lead. Noise was recreated when the patient rotated her shoulders. A lead fracture was suspected. The lead was capped.

Manufacturer narrative:
No medwatch form was received.